Event description:
It was reported that at the user facility the device was not running in the correct mode; it was running in reverse when in forward mode. No patient involvement and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was not running in the correct mode; it was running in reverse when in forward mode. No patient involvement and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of the device running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, failures were found with the magnet/toggle lever and gear train, which can lead to the reported event.